Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a defective cam sensor. The cam sensor was replaced. The service history review identified no indication that the complaint was related to any service performed on the device during the review period.

Event description:
It was reported that pump displayed error 41 622 system failure. Error code 41622 is a high priority alarm that has the potential to interrupt therapy if were to occur during patient use. The event occurred during installation and with no known patient/clinical harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.